Manufacturer narrative:
The device was returned for evaluation. The console was tested and the issue with properly detecting the purge pressure disc was reproduced, the purge flag was confirmed to be broken. The cause of the issues properly detecting the purge disc was due to a broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) would not recognize the purge disc, this occurred prior to the start of the procedure. The customer had an alternate aic device onsite and the device was placed without further issue. No report of patient harm or injury.